Event description:
It was reported by the rep that the (1) 355hr and the (1) ms512 were used during an laparoscopically assisted vaginal hysterectomy procedure. It was reported that, on the 355hr, the outer gasket tore. Upon first insertion of the blunt probe into the housing, and subsequent removal, the surgeon noted the loss of the carbon dioxide. A tear in the seal was notified. A new housing was put on, and the procedure was finished without incident. The ms512 "would not work." Upon inspection, post-operatively, the clasp on the 5mm seal would not clasp. The case was completed with another device and without incident.